Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up. Upon interrogation, it was noted that the patient received an inappropriate therapy for lead noise. Further, review of episodes indicated lead noise. Noise resulted in oversensing that led to an inappropriate therapy. Lead noise was also noted on the right ventricular lead during previous follow up visit in (B)(6) 2018 and no intervention was performed at that time. Patient will be scheduled for follow up to make the suggested programming changes and discuss possible lead revision. The patient was in stable condition post interrogation.